Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 125,221 joules and 19 minutes 31 seconds the fiber tip broke off inside the patient. The tip was retrieved using basket. It was not reported how the procedure was completed. No harm to the patient reported.

Manufacturer narrative:
Event description: updated device returned to manufacturer: updated e1 initial reporter title: corrected f10 device codes: updated g5 premarket / 510(k) #: corrected h3 device returned for evaluation: updated h6 device evaluation codes: added the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 01:14 pm CT.the report number is being corrected from: 2937094-2018-60202to: 2937094-2018-60008

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 125,221 joules and 19 minutes 31 seconds the fiber tip broke off inside the patient. The tip was retrieved using basket. The procedure was completed using a second fiber. No harm to the patient reported.

Manufacturer narrative:
The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 125,221 joules and 19 minutes 31 seconds the fiber tip broke off inside the patient. The tip was retrieved using basket. The procedure was completed using a second fiber. No harm to the patient reported.